Manufacturer narrative:
Film evaluation: review of a still angiogram image prior to the intervention confirmed that the patient had an aneurx stent graft system implanted and an endurant cuff implanted. The renal arteries were not visible in the images provided. The contra gate of the aneurx bifurcate opened on the left side. The contra limb was placed into the contra gate with approximately 2.5 cm overlap, and was extended with an additional limb into the left common iliac artery. The bifurcate ipsi limb was on the right side and an extension was placed into the right common iliac artery. The aortic neck was fairly straight. Per the calibrated catheter, the current flow lumen just below the suprarenal stent measured approximately 33 mm in diameter. The proximal od of the aneurx bifurcate measured approximately 25 mm in diameter, l-r. The right common iliac artery measured approximately 30 mm in diameter and the left was approximately 24 mm in diameter. Contrast injection with the injector above the suprarenal stent showed contrast outside of both limbs, from distal type I endoleak. No other obvious stent graft issues were seen. Review of a still angiogram image post intervention confirmed that the right hypogastric artery was coiled and occluded. An endurant extension was placed into the distal end of the right ipsi aneurx limb and was extended into the right external iliac artery. Another endurant limb was placed into the contra limb and was extended into the left common iliac artery without covering the left hypogastric artery. The flow lumen of the right common iliac artery measured approximately 16 mm in diameter. The flow lumen of the left common iliac artery measured approximately 18 mm in diameter. Contrast injection showed both limbs were patent and the left internal iliac artery was patent. No obvious endoleak was observed. No other obvious stent graft issues were seen. The pre-implant sizing information and films were not provided. The cause of distal type I endoleak could not be conclusively determine; it is possible that the dilatation in both common iliac arteries may have contributed.

Manufacturer narrative:
(B)(4)

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that both the right and left iliac arteries had become ectatic leading to a type 1b endoleak bilaterally. The right iliac was 30 mm in diameter and the left was 24 mm in diameter. The right hypogastric artery was coiled, and then a 16x13x124 endurant stent graft was placed into the distal end of the existing right ipsilateral side of the aneurx bifurcated stent graft and extended into the external iliac. The physician stated the cause of the event was due to the ectatic growth distal to the right ipsilateral limb of the bifurcated stent graft. A 20x20x82 endurant stent graft was placed into the existing contralateral left limb and extended down to the hypogastric without covering it. The physician stated the cause of the event was due to ectatic growth of the contralateral left limb extension. No additional clinical sequelae were reported and the patient is fine.